Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 314048) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from a coaguchek xs meter. The serial number was requested but was not provided. The result from the meter at 7:15 am was 4.3 inr. The result from the laboratory at 7:30 am was 2.5 inr. The reagent used was requested but was not provided. On (B)(6) 2018 at 9:30 am, the laboratory result was 2.6 inr. At 10:30 am, the result from the meter was 3.6 inr. There was no allegation of an adverse event. The coumadin dosage was not adjusted based on the meter result. The therapeutic range was 2.0 - 3.0 inr. The customer was not anemic, not taking heparin, not taking direct thrombin inhibitors, had no changes to coumadin, no new medications, no diet changes, no illnesses, and no bleeding or bruising.